Event description:
A patient was skin tested for bovine collagen in approximately 1997 with negative results; however, pt never received treatment. On 06 march 2000, patient was skin tested again in right volar forearm with negative results. In 2000, patient received initial treatment with approximately 1cc of bovine collagen in the lips. Approximately 20 april 2000, patient reported redness and induration at the test site. Approximately 15 may 2000, patient was seen by physician with some redness and induration apparent in the lips as well. The physician indicated that physician has not treated the symptoms with any medications; however, the patient self-medicated (date unknown) with intralesional kenalog at the test site. The patient is a dermatologist. The physician has diagnosed hypersensitivity to bovine collagen.